Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undefined impedance qualified as high, decrease in p-waves and loss of capture at highest output. It was noted that there was suspected lead crush. The ra lead remains in use. No patient complications have been reported as a result of this event.